Manufacturer narrative:
Reference ID: pr (B)(4). Digitaldiagnost r4.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. The local field service engineer (fse) performed analysis and concluded that the foot plate in stitching stand was broken. The gas spring assembly was broken due incorrectly usage leading to material degradation. The gas spring assembly of the patient support stand needs to be replaced. The device still remains at customer site with minimal functionality.

Event description:
It was reported that the patient support for stitching stand was damaged. There was no patient or user impact.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00070 (B)(4): box d: suspect medical device product UDI info updated. Changed from "blank" to "(B)(4), sn (B)(6)".